Manufacturer narrative:
The insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any button due to blank display. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display on newly replaced insulin pump. Customer's blood glucose was unknown. Customer also reported that insulin pump had a high pitch sound. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.